Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cine drive was reformatted during the service call. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system locked up when playing back the cine run. No patient injury was reported.